Event description:
It was reported that the right ventricular (rv) lead had poor r-wave sensing. The rv lead was repositioned and remains in use. It was noted that the patient is part of the system longevity clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2012-(B)(6), 4194 implantable pacing lead 2012-05-31. (B)(4)